Manufacturer narrative:
The lot number of the delivery device was not provided, and the device was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information provided, the exact root cause of the event cannot be determined.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was implanted and removed intraoperatively due to the surgeon's dissatisfaction with the lens positioning in the eye. The incision was enlarged and the lens cut out of the eye. The backup lens was implanted and sutures were used. Additional information has been requested but has not been received.